Manufacturer narrative:
Pr: # (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator showed an error message service unit. There was no patient involvement.